Event description:
The reporter stated that the patient experienced a blood glucose of 370 mg/dl with large ketones. The reporter stated that the patient's pump would alarm to alert the patient of an empty cartridge but the patient did not always change the cartridge right away. The reporter stated that the patient would often stay off the pump for a while before changing the cartridge and refused to treat with insulin injections. The reporter also stated that the patient was usually only testing blood glucose levels once per day and the reporter expressed that they were working with the patient to better control his diabetes. The reporter declined going through reviewing the pump because, it seemed the patient's elevated blood glucose was related to not using the pump; the reporter confirmed that when the pump was continued, the patient's blood glucose levels would resolve. This report is made based on the allegation that the patient experienced hyperglycemia related to a lack of user response to an empty cartridge alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter indicated that the pump was alarming to alert the user of an empty cartridge; the reporter stated that the patient would not change the cartridge for some time after the alarm resulting in elevated blood glucose. The reporter also confirmed that when pump use was continued the patient's blood glucose decreased. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the data from the time of the reported incident is unavailable for review due to continued pump use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump history indicated that there was no insulin delivery on (B)(6) 2012. The pump was exercised for 29 hours with no delivery issues. The pump was returned to animas for evaluation. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.